Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing, a 980 ventilator generated a constant alarm. There was no patient involvement.